Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was not related to use of the lens injector system. Root cause unk.

Event description:
The physician reports that the crystalens haptic tore when implanting the lens using the amo silver series lens injector system. Intervention was performed intraoperatively to remove the damaged iol and suture the incision. A second crystalens was implanted successfully.